Event description:
Green needle used to access vein for PICC [peripherally inserted central catheter] placement as part of PICC kit. Needle safety device came off the end of needle allowing for possible inadvertent needle stick.